Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical product: 4024-52 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that about two hours after the implant procedure, the left ventricular lead was dislodged and consequently pacing in the refractory period. The patient did not want another operation so the lead is being monitored and remains in use. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.